Manufacturer narrative:
The investigation did not identify a product problem. The root cause of the event could not be determined.

Event description:
There was an allegation of questionable elecsys troponin t hs assay results for 2 patient samples on a cobas e 801 analytical unit. On (B)(6) 2023, sample 1 had an initial troponin result of 73 ng/l. The repeat result was 125 ng/l. On (B)(6) 2023, sample 2 had an initial troponin result of 68 ng/l. The repeat results were 81 ng/l and 93 ng/l. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.